Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (unknown) at unknown co ncentration/dose via an implantable pump for non-malignant pain. The healthcare provider (hcp) stated that pump was refilled yesterday after it had reached a low reservoir status. Patient went home and stated that they heard the pump alarm again. Agent reviewed info on concurrent alarms; reviewed steps to use active alarm button to manually silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue.